Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not returned for evaluation but logs were provided for review. The log review did note the occurrence of the reported issue. While the reported issue was observed, the exact root cause could not be determined from the evaluation of the received log files. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
It was reported to b. Braun medical inc. That an infusomat (material # 8713051u) was being used to administer the medication levophed. According to the complainant, the pump was "decreasing the medication by itself." No microbubbles were observed in the line, no IV line change was required, and no excessive air in line (ail) or downstream occlusion alarms were reported. The complaint device was not returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.